Event description:
It was reported that the patient underwent a posterior lumbar fusion using a competitor's product at l5-s1. The patient underwent a revision surgery 3.5 years post-op to replace all hardware and extend the fixation from l3-iliac. 17 months later the patient underwent another surgery to extend the construct up to t10. 4 months later it was reported that the rod were found to be broken and the patient underwent a revision surgery to replace the broken rod. No patient complications were reported.

Manufacturer narrative:
The product was returned for analysis. Visual review noted rod fracture at apparent peak bending moment stress. Apparent rod bender witness marks noted both above and below fracture initiation area. Initial microscopic review of fracture surface noted damage and surface smearing. Additional fracture surface examination identified progressive striations, which provide some evidence of cyclic fatigue. Subsequent to fatigue striations noted riverlines and shear lips, which provide evidence of overload as the mechanism of final fracture. Dimensional inspection confirms both sides of the rod diameter are within print tolerance. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.